Event description:
A doctor alleged that approximately ten (10) patients had experienced the debonding of crowns after placement using the optibond all-in-one, nx3 dual cure clear, and silane primer products. This is the tenth of ten (10) reports.

Manufacturer narrative:
Patient information with regard to age, gender, and weight was not provided. The doctor cleaned the posterior crown and re-cemented the crown for the patient using a different product, without further incident. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specification. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.